Manufacturer narrative:
Device investigation details: the customer provided pictures to aid in the investigation. According to the pictures provided, the hub of vizigo sheath was observed with blood inside, also the rhv tube was found with blood inside. In the pictures it cannot be observed if the hemostatic valve is folded inside the hub, which could be related with the blood inside the hub, therefore, it cannot be conclusively determined. Customer complaint was confirmed based on the picture received. However, the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium wherein air was observed in the hub. It was reported there was a bubble at the hub and it was difficult to remove according to the physician ultimately resolving the issue. There was no breakage of the hemostatic valve. The hemodynamics was not compromised, and no air entered the body. There was no visible damage on the dilator. There was no report of patient consequence nor extended hospitalization.